Event description:
It was reported that the programmer would not turn off. The caller was instructed to remove the battery and let the system discharge then reinsert the battery and power on the programmer. The caller was able to power it on then off again successfully after taking out the battery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).